Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the peek implant did not fit as expected and was not usable. A second surgery was performed with a second implant and completed successfully.

Event description:
It was reported that the peek implant did not fit as expected and was not usable. A second surgery was performed with a second implant and completed successfully.

Manufacturer narrative:
The reported event can be confirmed as a CT scan was provided, which showed the formation of bone calcifications in the defect that impeded the implantation. A sketch was provided with a note that the implant was small and short by 10 mm in the temporal area with a gap towards the edge of the defect. The swelling, which was noted in the design proposal, was reported to be reduced by drainage during surgery. Still, the implant would not fit. Because the implantation was not successful with the peek device under complaint, a second peek implant was ordered and implanted in a second surgery. An overlay of the two peek implant designs did not show any major changes as the design input parameters were the same. During the second surgery, floating calcifications were reported to be visible in the middle part of the defect. These calcifications had to be removed prior implantation and were assumed to have pushed out the first peek implant already during the first surgery causing the observed gap. When comparing this CT scan to the CT scan provided for the first implant design, it is further confirmed that a significant amount of bone has calcified in the time period of 50 days between the two scans. This strong bone growth can be attributed to the young age of the patient (dob (B)(6) 2017). In addition, the peek cci design team performed an analysis of the implant design and all quality relevant steps for the peek device under complaint. It showed that all steps were performed in accordance to the applicable freqi procedures. The implant is designed as it got requested through erequest. In conclusion, the implant was designed as requested by the customer. The mis-fit of the peek implant under complaint during the first surgery could be attributed to bone calcifications, which were not removed prior to implantation.